Event description:
The patient with this lead presented to the ER after receiving shocks. It appeared that there was noise present. The physician went in and found that both leads seemed to have fractures. Both the ra and rv leads were explanted and replaced. The physician thinks that it may have been due to clavicular crush. The hospital retained the devices. Should additional information be received, this file will be updated.